Event description:
Revision surgery - due to patient fell days after previous surgery and re-fractured her hip. Surgeon needed to pull revelation stem and replace with expert stem.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00327; 427-10-090, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.